Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise. Further, noise was not reproducible and was only noted on the electrogram (egm). This ICD was explanted. No additional adverse patient effects were reported.